Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient woke up with pain in hip area. Revision hip was performed, cup, screw and liner werer revised with tritamium revision cup x 3 36mm, liner conversion sleeve and v40 degree c taper 36 biolox head.

Manufacturer narrative:
An event regarding loosening involving an tritanium shell was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned however, provided explanted images shows some scratches, damage, blood stains on shell. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that undated x-ray confirms loose acetabular component but deemed the information insufficient and rejected it for a medical review, further information such as operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to complete the medical assessment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: as per provided medical information consulting clinician indicated that undated x-ray confirms loose acetabular component however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to investigate this event further. Inspection of the provided explanted images shows some scratches, damage, blood stains on shell. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient woke up with pain in hip area. Revision hip was performed, cup, screw and liner were revised with tritamium revision cup x 3 36mm, liner conversion sleeve and v40 degree c taper 36 biolox head.